Event description:
The device was received at the manufacturer. According to additional information the cause of the explantation was a trauma. A gate fell on the user.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing and electronics that is typical for severe external impact to the housing. The problems described in the recipient report and the reported accident appears to match the damage found. This is a combined initial and final report.